Event description:
It was reported that this patient was in the hospital due to an unknown cause. Interrogation of the device found that the right ventricular (rv) lead had a gradual rise in shock impedances, and were now high out of range at greater than 125 ohms. The lead remains in-service, and plan was to monitor. No adverse patient effects were reported.